Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported difficult to position (guide wire) and difficult to remove (guide wire) were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire) and difficult to remove (guide wire). Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevantinformation. The additional hi-torque device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was 90% stenosed. During advancement of the xience xpedition 2.75 x 33 mm stent delivery system, it became stuck with the hi-torque pilot 50 guide wire and would not advance. The devices were removed with resistance as a single unit. Another stent was used to complete the procedure. Although there was a delay, it was not clinically significant. There were no adverse patient effects. The patient status was good after the procedure. No additional information was provided.